Manufacturer narrative:
We checked the returned unit and confirmed that the segment steel braid steel braid piercing. Based on the result, we concluded that it was caused due to the physical damage applied on the segment steel braid. In addition, we confirmed that the bending rubber missing; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0628(ift)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing .